Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, loss of capture, far p wave oversensing and inappropriate shock stimulation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil. The reported events of loss of capture and far p wave oversensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture. Imaging revealed dislodgement. While dislodged, the lead delivered inappropriate shock due to oversensing noise. During lead revision, the lead helix was unable to re-extend, so the lead was explanted. The patient was stable.